Event description:
The customer received a blood glucose reading of 219 mg/dl from his contour meter and a reading of 90 mg/dl using another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned.